Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference manufacturer report: 1627487-2018-02586. It was reported the patient had scs system explanted due to inadequate pain relief. Reportedly, prior to the explant of the scs system a company representative had reprogrammed the patient as a normal reprogramming session and was able to get good coverage.

Event description:
Device 2 of 2: reference manufacturer report: 1627487-2018-02586.